Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with noise causing inappropriate high ventricular rate on egm. No other anomalies or symptoms were reported. The issue has not been resolved yet.

Event description:
New information received indicates that a patient presented for a lead revision. The noise was reproducible with isometrics. The patient experienced dizziness and shortness of breath during the noise episodes. The lead was capped. No visible damage to the lead was noted on fluoroscopy. The patient was stable post-procedure.